Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon unraveled inside of me. Have to go to doctor [foreign body in reproductive tract] tampon unraveled [device breakage]. Consumer reported via e-mail that the tampon unraveled inside of her. No serious injury was reported.